Event description:
N/a.

Manufacturer narrative:
The maquet failure analysis and testing dept.(fat) received part number 0670-00-1162 with a reported unit failure of the battery not charging in slot 2. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the reported issue. Revision is obsolete and not able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
The stm reported needs power management board. At this time, there is no repair information on the unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a power management board issue. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a